Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 392 mg/dl and 270 mg/dl on her blood glucose meter. This was not consistent with how she was feeling. An additional test on the meter with new test strips gave a blood glucose reading of 40 mg/dl. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.